Event description:
Rec'd notification of complaint concerning above product from chief technician. Spoke with charge nurse who reports that after intiation of the treatment, the transducer line kept filling with blood. The charge nurse states that as she was about to change the transducer protector, she clamped off the tubing (leading to tp)and then noticed that blood was leaking from the actual tubing. Upon further inspection a pinhole was noted in the transducer line. Charge nurse returned most of pts blood, but venous line had air present and line had to be discarded. Estimated blood loss for this event was 100cc from the leak and the discarded venous line. The pt tolerated the incident without further complications. Medwatch field for blood loss. The actual sample is available. Response letter and mailer sent to user facility.

Manufacturer narrative:
Actual sample received for evaluation. The sample was visually inspected according to quality control specifications for any manufacturing defects. No visual defects were noted. The sample was then submitted to a functional water leak test according to procedure. The test was performed both with the transducer protector connected and then not connected to the "tp" line. The functional leak test did not produce any leaks in the "tp" line area. Based on the record review and the results of the sample analysis, the complaint as stated, is not confirmed. There were no visual defects noted and the bloodline performed according to specifications. The device history record did not reveal anything relative to the complaint, nothing that would cause or contribute to the stated problem. Quality systems will monitor this information for trending. A follow-up letter has been sent t0 the customer. This complaint is closed.